Event description:
It was reported, the plate was found to be broken in the patient's forearm. The surgeon is unaware of what happened. Pt is an inmate. The plate caused metallosis and discoloration of the plate, bone, and the soft tissue surrounding the plate.

Manufacturer narrative:
Add'l info has been requested and if received, will be submitted on a supplemental report.